Event description:
The customer reported that near the return line to the patient, they noticed blood leaking from the set. The patient information is unavailable at this time. Terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed due to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The disposable set was received with the 3way tap and adjacent tube to luer (non-terumo bct product). A possible leak was located at the bond socket of the non-terumo bct part bond socket (evidence of dried blood). No signs of leak from the optia set, no looseness at the return luer. The set will be washed and again checked for leaks. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the evaluation of the returned set, the leak occurred at the bond socket of the competitor component attached to the terumo bct spectra optia set. A root cause for the leak could not be determined as the competitor component specifications are unknown. The leak did not occur on or due to a terumo bct component.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.